Manufacturer narrative:
On 11/26/2019, during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/12/2019, a manufacturing record evaluation was performed for the finished device 7713328 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bottoming out of the implant (device migration). (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and experienced implant exposure and capsular contracture baker grade iii on the right breast implant. The patient noted tiny holes on the right breast implant. The patient experienced bottoming out of the left breast implant (device migration) and impaired wound healing on the right breast implant. The patient had culture tissue biopsy of the right breast pocket. As a result, the patient had undergone removal on (B)(6) 2019. Both implants were intact. This medwatch is for the left breast implant.

Manufacturer narrative:
On 1/15/2020, it was reported to mentor that the replacement devices from the replacement surgery on (B)(6) 2020 were mentor memorygel breast implant 440cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/11/2019, it was reported to mentor that baker grade capsular contracture IV on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/23/2019, it was reported to mentor that the patient had removal only (B)(6) 2019 and will have new device on (B)(6) 2020. Facility information: (B)(6) md. Address: 620 church st e, brentwood, tn 37027 USA. (B)(6). Manufacturer¿s reference number: (B)(4).